Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported via email a high reading issue with the adc device. The caregiver reported a high sensor reading of 9 mmol/l, with the customer experiencing incoherent speech, disorientation, cramps, and a loss of consciousness. Competitor capillary results of 3 mmol/l, 2.2 mmol/l, and 1.8 mmol/l were reported to be obtained, and the parents treated customer with oral glucose. Please note that per information provided by caregiver, customer was wearing sensor on forearm (off-label placement). There was no report of death or permanent injury associated with this event.